Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/07/2023, it was reported by a sales representative via phone that an ar-1588rtt2 fibertag tightrope needle fell off on the first throw of the suture. This was discovered during a case with no patient harm. Case completed using another tightrope.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed based on the customer attached pictures. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error excessive force during the suture tensioning.